Event description:
It was reported that during a da vinci assisted low anterior resection surgical procedure, the system would not deploy for docking. The system arms were draped, and the patient side cart (psc) was in sterile stow position. Prior to calling, the customer had power cycled the system, but the fault persisted. Intuitive surgical, inc. (Isi) technical support engineer (tse) guided the customer through hard power cycle/emergency power off (epo), but this did not resolve the issue. The tse asked to try moving the boom in/out and left/right using the joystick. The customer reported that the boom would not move in either direction. The left/right might be prevented by arms being too close to column. The boom was too close to column for system to be used for the procedure. The procedure was converted to laparoscopy with no report of patient harm. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on the system and the system initially powered on without errors. The procedure was converted to laparoscopic surgery as the patient cart boom movement was restricted and deploy for docking not possible. The patient tolerated the procedure. The procedure was successfully completed laparoscopically.

Manufacturer narrative:
Based on the claim against the product by the customer noting patient side cart (psc) boom problem, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse noted cosmetic damage to the front of the boom associated with a collision. The boom was fully retracted and in the stow position. The column up/down function was good but no boom out or deploy for draping was possible. No indication within the error logs meaning a mechanical fault on the boom motor was most likely. The system was stripped down to investigate the boom. The fse pressed ¿enable joystick¿ and ¿boom out¿ at the helm whilst gently persuading the boom to deploy. This started the boom motor again and all functions were possible. The system was tested and verified as ready for use. This complaint is reportable malfunction event due to the following conclusion: the customer converted procedure to a laparoscopic surgery after the start of the procedure due to a psc boom problem preventing deploying for docking. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion.